Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the pediatric patient experienced a skin reaction with burning, rash, and redness, underneath sensor pod area only. The patient was brought to the hospital and was seen by a doctor who gave a prescription for an oral antibiotic, cloxacillin, and advised to take this if the skin reaction would continue. The patient did not start treatment with the antibiotics for the skin reaction, as this was not needed in the end. A few days after, a new sensor was placed, and the patient experienced another skin reaction (reported in (B)(4)) and started the course of antibiotic as previously advised. At the time of the report the patient still had a lump on both arms. No additional patient or event information is available.